Manufacturer narrative:
Suspected root cause: driver not fully engaged causing the root thread to "unwind" and break at the tip.

Event description:
It was reported that the screw broke during surgery. Another screw was used. No adverse consequences reported by the user. The patient was male, (B)(6), good bone quality. Treatment acl. Initial condition was acl rupture. Femoral tunnel 9mm diameter, length 30mm. Tibial tunnel diameter of 10mm. The screw was being inserted into the femoral tunnel, tunnel 9mm. The graft was 10.5 cm long, [chewing bone femoral and tibial 25mm 30mm]. The surgeon used a dilator size 8x22, 5mm in the femur. It was anteromedial approach. Screw debris left inside joint. Surgery was completed successfully using another product. Took 5 minutes to find replacement and there was a 30 minute delay in surgery. Additional anesthetic was provided to the patient for 30 minutes longer. The screw was returned to biocomposites.